Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported light emitting diode (led) failure issue. The manufacturer¿s field service engineer (fse) remotely recommended the part number to the customer for the light emitting diode (led) failure to address the reported problem.

Event description:
The customer reported light emitting diode (led) failure. There was no patient involvement.